Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a transurethral lithotomy (tul) and using a flexor parallel ureteral access sheath and dilator, there was a fiber-like foreign matter in the sheath. The device was inserted and placed in the ureter with a wire guide. As the physician was advancing the flexible ureteroscope in the reported sheath, they noticed the fiber-like foreign matter in the sheath. They had suspicion of the inside coating of the sheath peeling. Another sale type device was used to complete the procedure. No adverse events to the patient were reported. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. One device was returned in an opened outer package. The inside of the sheath appeared to have shredded coating, most prominently in the inside hub of the sheath. A wire was inserted into the dilator, and no substance was noted to be pushed out. Delamination of the inner sheath was confirmed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device is provided with instructions for use which state, "prior to placement, activate the hydrophilic coating by removing the dilator from the flexor sheath and immersing all components in sterile water or isotonic saline. This will allow the hydrophilic surface to absorb water and become lubricious, easing placement under standard conditions.¿ based on the available information, cook has concluded that the most probable cause for the reported event could not be determined. It is possible that the ureteroscope used inadvertently scrapped the inner coating of the sheath during use, but this could not be confirmed. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral lithotomy (tul) and using a flexor parallel ureteral access sheath and dilator, there was a fiber-like foreign matter in the sheath. The device was inserted and placed in the ureter with a wire guide. As the physician was advancing the flexible ureteroscope in the reported sheath, they noticed the fiber-like foreign matter in the sheath. They had suspicion of the inside coating of the sheath peeling. Another sale type device was use to complete the procedure. No adverse events to the patient were reported.